Manufacturer narrative:
This report is submitted on february 15, 2023.

Event description:
Per the clinic, the patient underwent skin debridement for 3 times (date not reported) due to an infection (site of infection not confirmed). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date of initial report is march 10, 2023, and not january 24, 2023 as previously reported. The previous or initial MDR submitted on february 15, 2023 and march 23, 2023 was filed incorrectly. The patient developed celulitis at the implant site and was treated with oral and topical antibiotics (date and duration nor reported). The patient then underwent skin debridement (date not reported) and 4 rounds of silver nitrate skin cauterization. The implanted device remains. This report is submitted on may 03, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral and topical antibiotics and topical steroids. This report is submitted on (B)(6) 2023